Event description:
The customer reported that the system's images were out of focus, and there was liquid in the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image intensifier parts need to be replaced. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.